Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Device history record review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the patient had hematuria after pul. As a treatment, the patient had blood transfusionsand a surgical hemostasis . The patient was taking eliquis and had stopped it before pul. The patient's prostate remained hyperplasia. The patient had spinal surgery after pul, self-catheterization since then, and feeling of incomplete emptying. The patient had contact laser vaporization of the prostate(cvp) procedure . During the cvp, the two implants were removed with forceps. One implant had both the urethral end piece and the membrane tab removed. The other implant only had the urethral end piece removed. The other implant-like substance was visible but could not be removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "the patient had hematuria after pul. As a treatment, the patient had blood transfusionsand a surgical hemostasis. The patient was taking eliquis and had stopped it before pul. The patient's prostate remained hyperplasia. The patient had spinal surgery after pul, self-catheterization since then, and feeling of incomplete emptying. The patient had contact laser vaporization of the prostate(cvp) procedure. During the cvp, the two implants were removed with forceps. One implant had both the urethral end piece and the membrane tab removed. The other implant only had the urethral end piece removed. The other implant-like substance was visible but could not be removed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).